Event description:
The customer observed false nonreactive alinity I syphilis tp results on one male patient that positive on rpr method. The results were provided: on (B)(6) 2023, sid (B)(6), initial=0.29 s/co ( 1.00=nonreactive) /repeated=0.29 s/co and 0.60 s/co /on rpr 1:4=reactive (no actual result provided) /abbott syphilis tp strip test=reactive. Additional information provided on 29aug2023: repeated same specimen at detudom crown hospital on architect i2000sr for troubleshooting purpose only and not for patient management=0.30 s/co there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis tp results on one male patient that positive on rpr method. The results were provided: on (B)(6) 2023 sid (B)(6) initial=0.29 s/co (< 1.00=nonreactive) /repeated=0.29 s/co and 0.60 s/co /on rpr 1:4=reactive (no actual result provided) /abbott syphilis tp strip test=reactive additional information provided on 29aug2023: repeated same specimen at detudom crown hospital on architect i2000sr for troubleshooting purpose only and not for patient management=0.30 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of alinity I syphilis tp reagent lot 49616be00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. The tracking and trending report review determined that there are no trends. Return testing was not completed as returns were not available. In-house testing of retained reagent kits of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I syphilis tp reagent lot 49616be00.updated information in section g1: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number.